Manufacturer narrative:
Device qc performed. On (B)(6) 2009. Important medical event.

Event description:
Initial info received from a practitioner on (B)(6) 2009: it was reported that a pt came in 3 months after receiving poly-l-lactic acid (sculptra aesthetic). The md found 2 or 3 raised bumps on the pt's "mid face area". The sales rep states that the bumps were small but visible. The pt's skin was intact and there was "shadowing". No concomitant medications or medical history was reported. No further info was reported.